Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false positive advia centaur xp troponin test result. The customer has declined service. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained on a pt sample and questioned by the clinical biochemist due to a previous negative troponin test result. The pt's sample was repeated on a second instrument and the result was negative. The false positive troponin was not reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.